Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. B3. Date of event the exact date of the event is unknown, estimated. O14-3 treatment outcomes of transurethral water vaporization (wave) for benign prostatic hyperplasia: a multicenter retrospective study (sccop study 24-01). Junya abe, yuki kyoda, naoya masumori.

Event description:
It was reported to boston scientific via an article, that a retrospective study was conducted on patients treated with transurethral water vaporization (wave) between august 2022 and december 2023 to investigate the short-term treatment outcomes of wave. A total of 307 patients were included, following them up to 6 months postoperatively. Regarding patient complications were postoperative pain and hematuria, each occurring in 25% of cases. Postoperative hemostasis procedures were required in 0.7%, and postoperative urinary tract infections occurred in 8.9%. The study stated that the wave procedure performed on patients improved voiding status, reducing the number of oral medications required for urinary dysfunction treatment, and was performed safely.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of manufacturing documentation was not performed as the lot/batch number for this component was not provided. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. B3. Date of event the exact date of the event is unknown, estimated. O14-3 treatment outcomes of transurethral water vaporization (wave) for benign prostatic hyperplasia: a multicenter retrospective study (B)(4). Junya abe,yuki kyoda, naoya masumori.

Event description:
It was reported to boston scientific via an article, that a retrospective study was conducted on patients treated with transurethral water vaporization (wave) between august 2022 and december 2023 to investigate the short-term treatment outcomes of wave. A total of 307 patients were included, following them up to 6 months postoperatively. Regarding patient complications were postoperative pain and hematuria, each occurring in 25% of cases. Postoperative hemostasis procedures were required in 0.7%, and postoperative urinary tract infections occurred in 8.9%. The study stated that the wave procedure performed on patients improved voiding status, reducing the number of oral medications required for urinary dysfunction treatment, and was performed safely.